Event description:
It was reported that the customer experienced occlusion alarms. The customer's blood glucose (bg) level was 505 mg/dl. Elevated bg was addressed by correction bolus via pump. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer changed the necessary pump supplies to resume insulin therapy.